Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture. Proper technique and maintenance were reviewed with the customer and it was found that they had never cleaned the calibration bar. They noticed a slight discoloration on the calibration bar. The customer has received a new test table and has had no further discrepancies.

Event description:
The customer reported a false negative urine leukocyte run on the clinitek status+ compared to the hospital lab which reported positive urine leukocyte. The patient was diagnosed with a uti. There was no report of injury due to this event.